Event description:
Revision surgery was reported.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. The visual inspection of the returned devices shows damage to the oxinium head on the edge of the flat. The liner looks intact with no visible damage. Our investigation included a review of complaint history which revealed no prior complaints for the listed lot. A dimensional inspection of the returned oxinium head was conducted and all dimensions were found to be within the print tolerances. Visual evaluation of the liner identified the laser etch to be partially diminished. This condition is commonly seen after parts have been autoclaved, a process that will physically change the part size. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.